Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) for spinal pain indications. It was reported that the patient's pump reservoir was completely empty and the alarms are going off. Caller stated the pump has been empty since the 18th of may. Caller mentioned that they want to do an magnetic resonance imaging (MRI) on the patient but they were not sure if the pump will come back on or what they should do. Agent reviewed MRI guidelines with the caller. The patient was redirected to their healthcare provider to further address the issue.